Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was not working and they did not feel any stimulation. The patient mentioned they did not turn on the device every day and only used it when they needed it. The patient tried turning it on yesterday, prior to (B)(6) 2021, and received a call your doctor message. The patient did not know what code it was. On the call, the patient tried to use the programmer to bring up the code but kept receiving poor communication screen. It was reviewed the ins might have come to eos but their healthcare provider needed to confirm by checking the device. The patient mentioned their first implant lasted longer than their current one. The patient expressed dissatisfaction about battery life and thought the ins battery life would last longer and they would not have to do the surgery again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.